Event description:
The customer called reporting they have been having problems with spontaneous date time changes in relation to use of the p link software. The customer reports that, though they had the problem with the software, they did not change any of the medication dosing based on the incorrect data. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. Customers and retailers have been informaed through the fa21dec06 letter.